Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-waves post-magnetic resonance imaging (MRI). The patient will be rechecked in a couple weeks to determine if sensing has improved to pre-MRI values. The ventricular lead remains in use. No patient complications have been reported as a result of this event.